Event description:
It was reported that during an afib procedure, the patient had low blood pressure. At the end of the procedure, the blood pressure had risen to the point that intervention was not performed. The patient was transferred to recovery. The patient began to complain about chest pain and was discovered to be hypotension again. Transthoracic echo was performed and showed a pericardial effusion. Pericardiocentesis was performed and approximately 320 cc of fluid was removed from the pericardial space. The patient was stable and expected full recovery.

Manufacturer narrative:
The customer disposed of the catheters. The concomitant products: carto 3 model # m-4800-01, serial # (B)(4). Stockert model # m-5463-01, serial # (B)(4). Coolflow pump model # m-5491-02, serial # (B)(4). Lasso model #unknown serial # unknown. C3 ez steer cs with auto I, model # d-1263-06-s, serial # unknown. (B)(4).